Event description:
On (B)(6) 2013, the lay user/patient's father (reporter) contacted lifescan (lfs) (B)(4) alleging that his son's onetouch verio iq meter was reading inaccurately erratic. Medical surveillance sent follow-up questions; however, customer service (cs) was unsuccessful in reaching the patient by phone. The complaint was classified based on information obtained from the cs representative during the patient's initial call. The reporter alleged that the issue began in (B)(6) 2013. On an unclear date/time the patient reportedly obtained a blood glucose reading of "81 and 66mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 20% and/or <= 20 mg/dl. The patient manages his diabetes with novorapid insulin (10-12 units at meal time) and lantus insulin (20 units in the evening), and according to the csr's documentation, in response to the alleged meter issue the patient reportedly continued with his usual dose of medication (date/time unclear). The patient's testing frequency and typical blood glucose range are not known and it is not clear at what reading the patient would withhold his medication. According to the csr's documentation, a month after the alleged meter issue began, the patient reportedly was found unconscious (in the morning). The patient's previous blood glucose result (with the subject meter) prior to the onset of his symptom is not known and it is not clear what action the patient took in response to his previous blood glucose reading. It is also not specified if the patient had made any changes to his diabetes management, activity level, or meals the day before. According to the csr's documentation, after the patient was reportedly found unconscious, the reporter contacted the emergency medical services ("(B)(4)"). Prior to contacting (B)(4), it is not clear if the reporter attempted to test the patient with the subject meter and it is not known if the reporter made any attempts to treat the patient. The reporter indicated the patient was possibly treated (by the health care professional) with a glucose injection. It is not known if the patient received any additional medical intervention, it is not known if the patient's blood glucose was tested with the (B)(4) meter, and it is not clear when the patient regained consciousness. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient's injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-test strip retain evaluation: the test strip retain was evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips retain involved failed the accuracy/precision for blood glucose level in the 300 mg/dl range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.